Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rise rate and fall rate alerts were not producing sound occurred on the mobile application. It was indicated that the device operating system was not supported, which is off-label use of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.